Event description:
It was reported by service report that the x frame is bent and there are exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.